Manufacturer narrative:
The samples were requested for investigation. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient with the cobas e 801 module. The customer reported the ft3 iii result to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, an e411 immunoassay analyzer, an abbott architect analyzer, and an accuraseed (wako) analyzer. The serial number for the customer¿s e801 module was (B)(4). The investigation site e801 module serial number was (B)(4). The investigation site e411 serial number was (B)(4). The ft3 iii reagent lot number used with the e801 module at the investigation site was 476059 with an expiration date of 31-aug-2021. The ft3 iii reagent lot number used with the e411 at the investigation site was 507838 with an expiration date of 31-oct-2021.

Manufacturer narrative:
Two different samples were sent for investigation. An interfering factor against the streptavidin component of the reagent was detected in the sample, causing the falsely elevated value for the ft3iii assay. Product labeling states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.